Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an rfa procedure the physician noticed that once the needle was removed from the patient the white coating was missing. The patient did not experience any negative effects as a result.